Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is alarming with the screen message, "41622". This fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was able to verify the reported problem. Functional testing found an issue with the printed wire assembly board, motor, and cam flex sensor. They were all replaced. Upon further inspection the downstream occlusion (dso) seal was found to be contaminated in the downstream occlusion sensor. The dso seal and dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.